Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, the device was in backup mode consistent with low battery voltage condition. Visual inspection of the header attachment area detected a bonding anomaly. The device was cut open to enable further testing and the battery was found below end-of-service level. Hybrid circuitry was tested, resulting in normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021.

Event description:
This report is to advise of an event observed during analysis.